Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; described as ¿it was the light blue main body that was separated from the dark blue female connector making it difficult for the patient to separate from the cassette tubing or ¿patient connection¿. This occurred at the end of treatment for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however, the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
Correction made to d10: concomitant product: cassette (B)(6) 2024 (previously submitted as ni) h11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.